Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose at 550 mg/dl; cause was unknown. Bg was addressed with a manual injection. Additionally, it was reported that the cartridge was leaking from an unknown site. Customer changed the cartridge and continued to use pump for insulin therapy.